Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped below 3 mmol/l (<54 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include nausea and vomiting. The patient was given food and was kept for observation and testing. The patient was released from the hospital the next day. The pod was removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.